Event description:
The facility's biomedical technician reported an infusion pump that appeared to over infuse a pt. The facility investigated the incident and reported the pump was mis-programmed when a new prescription rate was entered into the pump. The hosp rep stated there were no reports for pt injury. No add'l contact info was provided.